Manufacturer narrative:
(B) (4).

Event description:
It was reported that the stimulation helped initially, but the patient now has pain in the lower back and legs. The stimulation was implanted to help with pain in this area. The patient was unable to walk. The patient also had a "back infection". The patient's family doctor recommended the patient be seen by a nerve specialist, but the nerve specialist won't see the patient unless they have an MRI. The patient was on medication for the infection and couldn't have any surgery until the infection was cleared up. Additional information has been requested, but was not available as of the date of this report.